Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported the product possibly leaked during patient use. No additional information is available.

Manufacturer narrative:
The customer report of a possible leak was confirmed at the filter¿s vent. The extension set was visually inspected for obvious damage such as cracks, kinks, holes, and tears in the tubing and its components. No anomalies or evidence of damage were observed upon visual inspection. Functional testing was performed by using a bd 10ml lab syringe filled with blue dye water. After attaching the syringe to the extension set¿s female luer, the set was flushed and immediately observed a small droplet leaking from the filter¿s air vent (termed ¿weeping out¿). The extension set was pressure tested while submerged underwater, air pressure was incrementally increased. At 3 psi, a leak was observed at filter¿s vent, confirming the customer¿s report. Pressure was increased to 30 psi but no other leaks were observed. The root cause of the leak was not identified.

Event description:
The customer reported the product possibly leaked during patient use. No additional information is available.